Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a prefilled cartridge and a contact detach 6 mm/23 in infusion set after a larger-than-usual breakfast, with device usage and supply changes reviewed by support and no abnormalities observed; the user remained in a hospital setting for a non-diabetes condition and did not use backup therapy or perform ketone testing. Symptoms included elevated blood glucose up to 302 mg/dl lasting over three hours. Outcomes included no health consequences or impact. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no device problem found, with a usage problem identified related to user interface and procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.